Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. It was reported the patient was " in hospital with peritonitis". The patient was treated with unspecified antibiotics for the event. At the time of this report, the patient outcome was reported as "feeling better". Action with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.